Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during a cataract extraction with intraocular lens (iol) implant surgery, a cartridge exploded during the lens implantation. The product was exchanged and the surgery was completed. The surgeon stated there was no patient harm. Additional information has been requested.

Manufacturer narrative:
The used company iii (c) cartridge was returned in two pieces. The nozzle appears to have been cut to remove the portion containing the lens. There is also a large cut area above the separation damage. The nozzle portion of the removed piece has multiple cut areas along with a cut at the end of the tip. This damage appears to have been an attempt to remove the lens. The tip of the cartridge has heavy stress and a large aneurysm which has torn along the top surface. The lens is damaged and extending through the torn area of the tip. The leading haptic is extended outside end of the tip. The severely damaged tip was too damaged and too small to clean and attempt a dye stain. The body of the company iii (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The returned product matched the provided photo. The company product complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified company lens. The iol product history records were reviewed and the documentation indicated the product met release criteria. The company iiii (d) cartridge was returned cut into two pieces. The company iii (d) cartridge nozzle is cracked and the tip has an aneurysm which has torn on the top. The lens is protruding through the damaged area. This damage is most likely the reported complaint. The damage is in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced and not an immediate ¿burst¿ event, unless the lens was advanced at a very fast rate. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. In addition, the tip appeared to have been cut from the device. Other cut damage was observed, which appeared to have been an attempt to extract the lens. This damage would not have occurred during normal usage of the device. Top coat dye stain testing was conducted on the body of the company handpiece with acceptable results. The tip portion was too small to be properly cleaned and too severely damaged to dye stain. The manufacturer internal reference number is: (B)(4).